Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos, gpos, cpu, and the single board computer were replaced. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.